Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed and found to have scratch marks/abrasions on the instrument's tube adapter. There was no material missing and the tube adapter was not broken. The instrument was found to have a broken input disk. One or more housing snaps was found to be broken as well. The complaint regarding the instrument having a broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) was discovered to have a broken tip. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument had a broken tip, an investigation is in progress to determine the cause of this reported event. Isi has received the instrument involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.